Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel and it couldn't follow the vessel. The patient was not morbidly obese. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The mynx vcd was prepped according to the instruction for use (IFU). Excessive force was not applied during the insertion of the vcd; however, resistance/friction was experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were not returned with the device. The sealant and advancer tube were found in their manufactured positions as received. No visual damages or anomalies on the returned device were observed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported event could not be made. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). A review of the manufacturing documentation associated with lot f1733101 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as inability to advance in sheath was confirmed and the cause of the reported event may have been attributed to the condition of the patient¿s vessel. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. It should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. The returned device performed as intended per the mynxgrip IFU. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel, it couldn't follow the vessel. The patient was not morbidly obese. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The mynx vcd was prepped according to IFU instructions. Excess force was not applied during insertion of the vcd; however, resistance/friction was experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.